Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/13/2014 with the following findings: the ok, contrast, up and down keys are intermittently responding to user presses. Removed the keypad cover; contamination was present under the contrast, up, down and ok key contacts. Unrelated to the complaint, the display screen has a pinkish contrast; the screen is still able to be safely read. A crack at case seal of battery compartment was observed; the returned battery cap was able to fully tighten to the pump and was used to complete all testing pump successfully completed a delivery accuracy test a time/date reset after power on resets was observed in the black box. Inspection of the bt1 internal battery showed it was leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas and alleged that the up, down ,and ok pump buttons are intermittently unresponsive and the pump keeps locking. Due to these issues the patient removed the pump last night and took no insulin. As a result, her blood glucose ( bg) is now 500mg/dl, no symptoms reported. She is reconnecting to pump, and will call a health care professional (hcp) if needing to go to alternate form of insulin delivery until replacement pump arrives. Customer support educated on locked feature and advised to go to alternate form of insulin delivery if unable to scroll through screens or bolus safely. She has supplies if necessary. This complaint is being reported as the patient experienced hyperglycemia as disconnecting from the pump due to the alleged pump malfunction.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.